Event description:
It was reported that this right ventricular (rv) lead has exhibited consistently elevated, out-of-range pacing impedance measurements (greater than 2,000 ohms) and high, but still in-range shock impedance measurements (92 ohms). The physician is continuing with remote monitoring. At this time, this rv lead remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
Initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.